Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Pump passed the displacement test, self test, sleep current measurement and active current measurement. The power management parameters graph confirmed the unloaded voltage and loaded voltage was within specification range. No unexpected power loss alarm and low battery alarm noted in the long trace or pump history. Pump monitored without the test (B)(6) battery inside the battery compartment and reinserts it back into the battery compartment for less than 10 minutes and no unexpected pump error 23 alarm noted. No pump error 49 alarm and no pump error 68 alarm during test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had multiple insulin pump error alarms. It was reported that the insulin pump had replace battery alarm. The customer was assisted with troubleshooting. Customer was also reported that insulin pump had low battery alert. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.